Manufacturer narrative:
Other, other text: h10 - device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The investigator installed an f-30 gas vent filter onto the h-31b air detector. No alarms were activated when the device was turned on. The customer reported product problem (air assembly alarm) was not reproduced. No problem was found with the device. The air bubble sensor, sensor board, and control board were replaced as a preventive measure. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 malfunctioned with air assembly alarm always alarming. No patient involvement, as event occurred during testing.